Event description:
It was reported to philips that the wired foot switch was defective. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. During onsite routine planned maintenance, the field service engineer (fse) identified that the plug socket connection of the wired footswitch to the ad7 table was broken. Further visual inspection revealed that the isolation of the wired footswitch cable was broken. To resolve the reported issue, the fse repaired the plug socket connection on the ad7 table and replaced the wired footswitch. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.